Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. Concomitant medical products: dtma1q1 crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following the implant procedure, the left ventricular (lv) lead had moved. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.